Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon had explanted the iol during initial procedure due to unusual large vacuoles in the central optical zone of the lens. The procedure was completed with another lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The distal tip of one of the haptics is broken (not returned). Scratches are observed on the posterior surface of the optic. The lens appeared to have bubble like features on it cause by a molding issue. Normally when this occurs it is caused by a flow issue with a mold machine. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was evaluated and the reported ¿large vacuoles¿ were not observed. Surface artifacts were observed, which may have been interpreted as the reported complaint. These surface artifacts were determined to be related the to the manufacturing process. The observed surface artifacts were the result of a mold defect. The observed artifacts would not have met release criteria. The manufacturer internal reference number is: (B)(4).